Event description:
The service center was informed that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) with sphincterotomy and balloon stone removal procedure, the patient experienced bleeding described as oozing at the sphincterotomy site after the wires and scope were removed. The user facility reported that prior to observing the bleeding the image from the first scope had failed and went black, while removing the balloon from the patient. The video processor was powered off/on and the scope was then unplugged and reinserting at the processor or by changing the adapter with no resolution. A second scope was used and the intended procedure was completed. The patient was administered epinephrine 1:1000 units 2 mg injected at the sphincterotomy site to manage bleeding. Additionally, the user facility reported the scope was inspected prior to the procedure with no anomalies found.